Manufacturer narrative:
G4: 03feb2020. B4: 05feb2020. Information was received that the customer refused repair/service of the device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/09/2020.

Event description:
It was reported that the ventilator had a touchscreen fault. There was no patient involvement.